Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned." These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during thyroidectomy, when the endotracheal tube used for about 20 minutes, the anesthetist found the cuff was leaking so the anesthetist inflates the cuff every 20 minutes. As the problem not affects the surgery, the doctor complete the surgery without changing a new endotracheal tube. There was no patient injury. The procedure was completed with the reported product(s). There was no surgical delay. On follow-up, it was reported that the cuff and tube checked prior to use to ensure proper functionality and they function properly. The issue in the tube not discovered prior to intubating the patient. After cuff of the tube was inflated and the airway was established the issue observed. The position of the tube was not adjusted and no extubation and no reintubation done with a new tube. The airway could be established. The air way was not blocked, only the cuff was leak slightly. No unexpected anatomy or difficult intubation noted that may have affected the use of the device. Bite block not used to secure the device and protect the tube. Air used to inflate the cuff. The leak was not evident when trying to inflate the cuff to establish the airway during the intubation process. There was no patient impact.

Manufacturer narrative:
H3: product analysis team received 1 opened sample. Visually, the product was returned in a red plastic bag. The trace pads were dis colored (looked red/brown). The harness was cut off when returned. Functionally, a syringe was used to inflate 15cc of air into the cuff, and the cuff was not inflated at all. There was a large puncture in the cuff near the distal end of the cuff, which would result in the reported event. The puncture measured approximately 0.288 inches. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). H6: fdm b17, fdr c20, fdc d14 and img g04134 codes no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.